Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
I received notification of an issue with sn # (B)(6). Ems reported unit alarmed at the station for an entire shift. No known alarm codes, or error message." Customer description of what happened.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within us. Uf/importer report #: 2937708-2020-80827. Description of event or problem:user reported a device "alarmed the entire shift. No known alarm codes or error message".the issue occurred during start up and ventilation could not start. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur an investigation for this case is ongoing in order to find out the definite root cause.

Event description:
I received notification of an issue with sn# (B)(4). Ems reported unit alarmed at the station for an entire shift. No known alarm codes, or error message." -customer description of what happened.